Event description:
It was reported that there will be a revision surgery to revise the mandibular component.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that there will be a revision surgery to revise the mandibular component.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Additional information was received and complaint number (B)(4) was raised. After review, it was concluded that MDR# 3084460 will support the reporting decision of complaint (B)(4).